Event description:
It was reported that approximately 2 yrs post xience v stent implantation in the mid right coronary artery (mrca), the patient experienced unstable angina. On (B)(6) 2010, angiography found 90% in-stent restenosis of the proximal segment. Balloon angioplasty and placement of a non-drug eluting stent was the treatment, leaving 0% residual. There was no adverse patient sequela reported and on (B)(6) 2010, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.